Event description:
It was reported that that the patient with an artificial urinary sphincter (aus) experienced difficulty with activating the device after the implant. The physician identified that the balloon had lost fluid and was empty due to unknown reasons. There has been no surgical intervention at this time. No patient complications were reported.